Manufacturer narrative:
The pump passed the displacement test, active current test and self test. Pump failed the sleep current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed. Charge/battery lasts less than expected confirmed. [Ba22 is obsolete/merged with ba32]. (B)(4).

Event description:
The customer reported via phone call that insulin pump had replace battery now alarm with a low battery warning. The customer¿s blood glucose level was 152 mg/dl at the time of the incident. Troubleshooting was performed. Customer state this is the second occurrence of replace battery now with a low battery warning. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.